Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board needs to be replaced to address the issue. During evaluation another ventilator service required alarm occurred. The device's oxygen blending module board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board needs to be replaced to address the issue.